Event description:
Pt's mother reports the freedom 60 pump they have at home is starting to have issues. Pt's mother reports infusions are taking a lot longer than usual, it is not pushing the medication as fast as it used to. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Md is not aware. Dose/amount: xembify sdv - 12 gm. Xembify sdv indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Yes.